Event description:
The doctor observed a sudden "poof" of small metal particles entering the eye while performing a routine phacoemulsification procedure. The nurse indicated that the tip had been irrigated prior to use. Most of the particles were extracted from the eye, however, they were not saved. There was no harm to the pt. The tip and handpiece are not avialable for eval at this time.